Manufacturer narrative:
Technical eval: the catheter is broken in two pieces connected by the coil wire. The proximal section measures 11.5 cm from the hub/shaft joint. On the distal section, there is a single axis bend 0.7 cm from the break point. At the distal end, there are multiple flat spots including two centered at 5.4 and 7.5 cm from the tip. The incident is confirmed as reported. The physician noted that the catheter kinked and fractured but did not separate while in the pt. The separation observed was the result of post-incident handling. The DHR of this mfg lot has been reviewed. A review of the device history record (DHR) was completed on part # 2201 (lot# l16053). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. (B)(4).

Event description:
The physician was using the 054 penumbra system to treat a carotid t occlusion. He used the 054 catheter over an 032 catheter and a 0.014" wire. The physician was able to reach the site of the occlusion with the system, but was unable to remove the clot. After manipulating the catheter and trying to aspirate the clot, the physician noticed a kink and fracture in the 054 catheter. He then removed the 054 catheter and proceeded with an 041 catheter to complete the case. Neither the 054 nor the 041 were successful in aspirating the clot.